Event description:
It was reported that a clinical trial patient developed hypotension at beginning of vitaria implant surgery. Requiring intravenous epinephrine infusion to maintain blood pressure. This event was noted to be probably related to vitaria implant surgery relating to anesthesia intolerance. No additional relevant information has been received to date.